Event description:
On (B)(6) 2009, this pt underwent endovascular repair of a thoracic endoprosthesis. The most proximal tag device was positioned just before the ostium of the left subclavian artery. Two tag devices were implanted. On (B)(6) 2009, the pt developed paresthesia at the toe of left foot. The physician made a diagnosis that the cause was a cerebral infarction. The pt began rehabilitation. On (B)(6) 2010, the pt had a one year follow up visit. The pt reported continued numbness at the left toe. According to the physician, the cerebral infarction and subsequent paresthesia of the toe of the left foot, was caused by the emboli related to "shaggy" aortic wall at the proximal neck and he believed the prox end of the tag device was close to the ostium of the left subclavian artery, although coverage of the artery was not reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications.